Event description:
The iab was inserted into the pt in 10/14/96 at 6:45 pm. The iab was removed on 10/16/96 at 12:00 pm. There were no problems with the iab. However, as a result of the event, the pt experienced an ischemic complications. The iab was not returned to co for evaluation. The iab was discarded by the facility. (Event complications: the pt became ischemic -reported 11/7/96). Pt's current status: unk. Reported: 1/7/96.